Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sudden decrease in longevity was observed via merlin.net. The patient did not receive therapy, only had a couple ams episodes recorded and the current drain was not excessive. The device was explanted and replaced.